Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced and the ipg was repositioned. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patients lead was twisted and had migrated. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patients lead was twisted and had migrated. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient was not getting coverage due to lead migration. X-rays were taken and showed that the lead was twisted. It was also reported that the patients stimulator had stopped working. It was noted that the ipg appeared to be loose in the pocket. The patient will undergo a pocket revision and lead replacement procedure. Additional suspect medical device component involved in the event: model#: sc-1132, serial #:  (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patients lead was twisted and had migrated. The patient will undergo a lead revision procedure.